Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address the articular surface screw backing out approximately two (2) years post-operatively. Revision operative notes noted that the 14mm polyethylene was removed without difficulty. The screw was loose within the joint and also removed. The screw was not fractured and did not appear to be cross-threaded. A new polyethylene insert was implanted and no intraoperative complications were noted. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona revision cemented standard femoral component right size 9 catalog #: 42504606602 lot #: 11025438, persona revision tapered cemented stem extension 14mm x +30mm catalog #: 42557000114 lot #: 66340049, unknown persona tibial component catalog #: ni lot #: ni. G2: foreign - event occurred in australia. H6: clinical code - sound from the implant joint. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.